Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31758. It was reported that one of the patient's existing leads was accidently pulled out of place by the physician during a lead revision on (B)(6) 2020 to address an autoreducing issue. (Reference reg report: 3006705815-2020-30657, 3006705815-2020-30659.) As a result, the lead was explanted and replaced to address the issue. Effective therapy was established post-operatively. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.